Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the hypotube. The break was located at 46cm distal to the strain relief. A detailed examination of the break site identified that the break occurred as a result of a severe kink that developed in the hypotube. One other kink was noted in the hypotube shaft at 42.2cm distal to the strain relief. It is noted that the break and kink are consistent with excessive force having been applied to the shaft. No issues existed with the profiles of the crimped stent, balloon and tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, shaft fracture occurred. Outside of the patient the physician loaded a 3.00mm x 16mm veriflex stent delivery system over the wire. As the physician pushed the device forward, the shaft buckled and broke into half. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during preparation for a stenting treatment procedure, shaft fracture occurred. Outside of the patient the physician loaded a 3.00mm x 16mm veriflex stent delivery system over the wire. As the physician pushed the device forward, the shaft buckled and broke into half. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).